Event description:
It was reported the iol was removed and replaced without complication, due to the improper lens power implanted initially. No patient issues.

Manufacturer narrative:
The iol was discarded by the account. Physician stated the incorrect iol power was implanted and subsequently removed. The iol met all specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related. Empty box only received